Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and determined the auto gloss peri-pump tubing had collapsed, resulting in inadequately lubricated sample caps, which in turn prevented the probe from passing through the cap into the tube and caused the valves to stick open; once the valve remained open, liquid dripped onto the sample tube caps. The fse replaced the auto-gloss peri-pump tubing to correct the leak. (B)(4).

Event description:
The customer reported a leak from the cap piercer of the unicel® dxc 660i synchron ® access clinical system onto sample tube caps. In addition to leakage, the instrument generated modular chemistry (mc) and cartridge chemistry (cc) probe response errors and level sense errors. The customer wore gloves and a lab coat during the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.